Event description:
It was reported that after the preloaded intraocular lens (iol) was implanted in the right eye, it was noticed there was a crack in the optic (mid peripheral area) of the iol. The iol was removed and replaced in the same procedure. Another johnson and johnson iol (same model, same diopter) was implanted as replacement. There was no medical or surgical intervention required and no patient injury. The patient was only prescribed the standard post-op medications. The patient had some edema and some heme noted post-operatively. The heme was located in the anterior chamber. No surgical intervention was required. The patient was last seen on (B)(6) 2022, at which time the edema had resolved and there was still circulating heme. The patient¿s visual acuity was 20/50 after one week and 20/30 through a pin hole. The patient will be seen again by the doctor for a follow-up. The iol has been discarded. No further information was provided.

Manufacturer narrative:
Weight and ethnicity: unknown, information was requested but not provided. Implant date: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Explant date: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. The intraocular lens (iol) is not returning for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.